Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description of defective carbon dioxide gas cartridge leakage. Additional information has been received and stated that the event occurred during preparation of implant, before injection. The surgery was completed with the backup lens. There was no patient contact.